Event description:
It was reported "upon insertion of the cvc when doctor tried to retract the guidewire he was unable to do so as the guidewire was stuck to the needle and had to remove the introducer needle and guidewire in its entirety. Had to open up a new set to complete procedure." Additional information received states the wire was kinked. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided two photos for analysis. The photos show a guide wire advanced through the introducer needle, and signs of use in the form of biological material were observed within the needle hub. A portion of the guide wire was advanced past the needle bevel and appeared to be kinked adjacent to the bevel. A complete visual inspection could not be performed to determine the cause of the damage as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested. Warning: do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4) other remarks: n/a, corrected data: n/a.

Event description:
It was reported "upon insertion of the cvc when doctor tried to retract the guidewire he was unable to do so as the guidewire was stuck to the needle and had to remove the introducer needle and guidewire in its entirety. Had to open up a new set to complete procedure." Additional information received states the wire was kinked. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".